Event description:
Vns patient was experiencing dizziness and CT scan of the head was planned. It was also reported that the patient's blood pressure began to "go up and down with stimulation." At one point during stimulation, the patient's blood pressure was 180/113 and at another point it was around 140/65. The patient reportedly felt dizzy during this time. It was reported that the patient's pulse rate was also running high (around 87 when it is normally 70). Treating neurologist does not believe that the patient's symptoms are related to the vns and has reffered the patient to primary care physician for treatment of blood pressure and heart rate problems.